Event description:
Information was received indicating that the cadd legacy 1 pump displayed an alarm that the cassette is not attached. There was no patient involved.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. Functional check was performed. The pump was found to be "double beeping" on power up with an administration cassette attached. The operator found fluid ingressions on pump by chassis of the downstream occlusion sensor and upstream occlusion sensor. It was recommend a downstream occlusion sensor and upstream occlusion sensor to be replaced.